Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
According to the reporter, during the helical blade inserting in a trochanteric fixation nail (tfn) procedure, the head of the helical blade coupling screw broke while the surgeon was malleting the instrument. The broken fragment was retrieved, the surgeon then mallet the inserter to advance the helical blade. Surgeon then used a broken screw removal set to detach the helical blade coupling screw from the helical blade. The procedure was completed with no further problems and no harm to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Product development evaluation stated that the helical blade coupling screw was received in two pieces and was broken where the knob and shaft intersect. The fracture surface is homogenous with a continuous weld bead which indicates material uniformity and good weld penetration. The shaft connection is still welded into the knob. The weld between the shaft and the base of the knob has a hairline crack around approximately half the circumference. There are numerous dents on the top and edges of the knob. The threads on the end are still intact and a helical blade was successfully attached to the coupling screw. There are several minor surface scrapes and scuffs on the shaft that are consistent with field use. The helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade.. A review of the product design and drawings also showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described guide technique, could result in loading conditions that may lead to breakage. The returned device was manufactured in july 2008 and has been used without issue for 4 years and shows evidence of being used and hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The design was reviewed and determined to be acceptable for the intended use .